Event description:
A notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured tachyarrhythmias with a "definite" relationship to the impella device used. Following, the patient continued to have runs of tachyarrhythmias overnight and into the day requiring increased amiodarone and cardioversion (arrhythmia). The patient recovered with no sequelae. Per the report the patient continues on the impella 5.5 mechanical circulatory support.

Manufacturer narrative:
The impella device was not received from the customer as it last indicates the device remains implanted supporting the patient. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.